Manufacturer narrative:
The customer¿s report of a leak was not confirmed or replicated. Visual inspection revealed no damage anywhere on the set; functional testing and leak testing showed no issues. The root cause of the reported leak was not identified.

Manufacturer narrative:
Concomitant products: 10ml bd syringe ref 306500, lot 606911a, exp 08 mar 2019, 09.% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the filter of an IV tubing during an unspecified infusion. There was no patient harm.